Event description:
Related manufacturer reference number: 2017865-2023-16357 it was reported that the patient's lead was fractured. The lead was capped and replaced. The patient condition was stable. No additional information was reported.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction - updated d1, d2, d4, d6a and h4.